Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during surgery to replace the sacral lead, the physician accidentally pulled the lumbar lead out of the foramen. The physician explanted the lumbar lead and did not replace it. Also see related MFR. Report#:3008829311-2018-00205.